Event description:
Customer reported that insulin squirts out of the cannula during priming on the insulin pump. Customer also reported that the screen of the insulin pump went blank for about 15 minutes. Customer also stated that there was condensation on the inside of the insulin pump's display screen. Customer stated that the battery life varies. Blood glucose level at the time of contact was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.